Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, which successfully resolved the issue, and was advised to call back if the malfunction code recurred. Customer may continue to use the pump.